Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer was unable to see insulin exit the tubing. Reportedly, customer changed the cartridge and infusion set multiple times. A new cartridge was loaded to address the event and insulin was seen exiting the cartridge tubing. Blood glucose was 73 mg/dl.